Event description:
It was reported a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. Treatment for the event was not reported. The cause of the cloudy effluent was not reported. The nurse considered that the event was attributed to fatty meal because the patient did not experience any symptoms of peritonitis. It was not reported if the patient was hospitalized for the event. It was reported the day after the cloudy effluent was experienced, the patient recovered from the peritoneal cloudy effluent event. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).